Event description:
It was reported that while the ventilator was in use on a patient, the device began alarming for ¿high oxygen.¿ the ventilator continued to provide ventilation during the event. The fraction of inspired oxygen (fio2) was set to 30%; however, the ventilator was measuring 37% oxygen. Clinical staff attempted three oxygen calibration procedures at the bedside, but the issue was not resolved. As a precaution, the patient was transitioned to another ventilator, and the affected device was removed from service for evaluation. There were no changes in the patient¿s vital signs. No patient harm was reported.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.